Event description:
This complaint is not reportable and hence we are sending this downgraded emdr. Please update in your database.

Manufacturer narrative:
This complaint is not reportable and hence we are sending this downgraded emdr. Please update in your database.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the equipment was checked and no helium leak was detected. Functional tests were successful and the unit was cleared for use.

Event description:
N/a.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a leak. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.